Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator, and verified the customer reported malfunction. The se performed a visual inspection inside the unit, and found metal fragments, and the pump bearings on the left side were completely worn. The se replaced the pump, and the oxygen (o2) sensor cable to resolve the issue. The ventilator passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that during patient use, a ventilator reset itself, without generating audio or visual alarms. The patient was transferred to another ventilator without harm.